Manufacturer narrative:
Correction: the manufacturer report number is, 6000034-2016-01461 and not 6000034-2015-01461 as previously reported. The date of explant is (B)(6) 2016; not june 6, 2016 as previously reported. This report is filed august 8, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to incorrect electrode placement and electrode migration. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The report is filed (B)(6) 2015.

Manufacturer narrative:
(B)(4).